Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ safety peg kit pull method was used during an esophagogastroduodenoscopy(egd) procedure performed on (B)(6) 2018. According to the complainant, during procedure it was noticed that the peg tube was leaking. The physician gently pulled the peg tube its snugness. Upon pulling, the bolster detached in the stomach and was retrieved using a retrieval net. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was detached from the tube and returned, confirming the complaint. There appears to be evidence of a proper bolster-tube bond, as seen in the residue on the distal end of the tube and on the bolster. The complaint was consistent with the reported incident that the bolster detached/separated. Operational factors likely contributed to the event, such as excessive force was applied when removing the peg tube. The complaint investigation conclusion code selected is operational context, which indicates that the complaint is associated with a product that meets the design and manufacturing specifications but due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive¿ safety peg kit pull method was used during an esophagogastroduodenoscopy(egd) procedure performed on (B)(6) 2018. According to the complainant, during procedure it was noticed that the peg tube was leaking. The physician gently pulled the peg tube its snugness. Upon pulling, the bolster detached in the stomach and was retrieved using a retrieval net. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.